Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] lower abdominal pain [lower abdominal pain] fatigue [fatigue] joint and muscle pain [arthromyalgia] muscle stiffness [muscle stiffness] tendon pain [tendon pain] cognitive disorder [cognitive disorder] memory disorder [memory disturbance] concentration disorder [concentration impairment] feeling of drunkenness [drunkenness feeling of] constant fog feeling [foggy feeling in head] feeling of being out of it [feeling abnormal] insomnia [insomnia] loss of sleep quality [poor quality sleep] skin problems (especially the eyes) [skin disorder] skin rash [skin rash] allergy [allergy] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C55829) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), arthralgia ("joint and muscle pain"), musculoskeletal stiffness ("muscle stiffness"), tendon pain ("tendon pain"), cognitive disorder ("cognitive disorder"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), feeling drunk ("feeling of drunkenness"), brain fog (" constant fog feeling"), feeling abnormal ("feeling of being out of it"), insomnia ("insomnia"), poor quality sleep ("loss of sleep quality"), skin disorder ("skin problems (especially the eyes)"), rash ("skin rash") and hypersensitivity ("allergy"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, musculoskeletal stiffness, tendon pain, cognitive disorder, memory impairment, disturbance in attention, feeling drunk, brain fog, feeling abnormal, insomnia, poor quality sleep, skin disorder, rash, hypersensitivity, pelvic pain or abdominal pain lower. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. The most recent follow-up information incorporated above includes data received on: 08-nov-2024: no new information added. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], lower abdominal pain [lower abdominal pain], fatigue [fatigue], joint and muscle pain [arthromyalgia], muscle stiffness [muscle stiffness], tendon pain [tendon pain], cognitive disorder [cognitive disorder], memory disorder [memory disturbance], concentration disorder [concentration impairment], feeling of drunkenness [drunkenness feeling of], constant fog feeling [foggy feeling in head], feeling of being out of it [feeling abnormal], insomnia [insomnia], loss of sleep quality [poor quality sleep], skin problems (especially the eyes) [skin disorder], skin rash [skin rash], allergy [allergy]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 08-nov-2024. The most recent information was received on 13-jan-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no: c55829) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain female, abdominal pain and depression in 1994 and cholecystitis, polyps, endometriosis, lymphedema, unilateral leg pain, mycosis, metrorrhagia, parity 3 (3 children born on (B)(6) 2000 (vaginal childbirth), on (B)(6) 2002 (birth by spatula), on (B)(6) 2009 (vaginal childbirth) and overweight. Concurrent conditions were listed as uterine leiomyoma, heavy metal poisoning, nickel allergy, tachycardia, endometrial polyp and adenomyosis. On (B)(6) 2014, the patient had essure inserted. In 2015, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), arthralgia ("joint and muscle pain"), musculoskeletal stiffness ("muscle stiffness"), tendon pain ("tendon pain"), cognitive disorder ("cognitive disorder"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), feeling drunk ("feeling of drunkenness"), brain fog ("constant fog feeling"), feeling abnormal ("feeling of being out of it"), insomnia ("insomnia"), poor quality sleep ("loss of sleep quality"), skin disorder ("skin problems (especially the eyes)"), rash ("skin rash") and hypersensitivity ("allergy"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, musculoskeletal stiffness, tendon pain, cognitive disorder, memory impairment, disturbance in attention, feeling drunk, brain fog, feeling abnormal, insomnia, poor quality sleep, skin disorder, rash, hypersensitivity, pelvic pain or abdominal pain lower. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.848 kg/sqm. [Mammogram] on (B)(6) 2023: class 2 of bi-rads classification of acr. A pelvis ultrasound was realized and showed retroverted retroflexed uterus measuring 8 cm in height with a thin and regular endometrium of 4 mm thickness and a superficial diffuse fibrous and microcystic internal adenomyosis. Right antero-lateral figo 6 myoma = 54 mm (increase since 2020) and right postero-lateral proximal figo 4 myoma = 9 mm. Left essure was correctly placed and right essure had a distal position nearly fully in the tube. An abdomen x-ray indicated visible bilateral essure but with a right essure which had a discontinuous aspect stable since 2020 in its proximal portion. [Pathology test] on (B)(6) 2014: the anatomopathology report indicated that there wasn't malignancy. [Ultrasound joint] on (B)(6) 2020: evealed a calcifying scapulohumeral periarthritis of the infraspinatus tendon on its posterior side, extending over 17 to 18 mm, superficial at the tendon level (9 mm for the longest element and 4 mm for the more anterior contact). Increased thickness of the subacromial-deltoid bursa with very thin intrabursal elements measuring 15 mm by 0.9 mm in thickness were mentioned in this report. [Ultrasound pelvis] on (B)(6) 2014: howed endo-uterine polyp. A hysteroscopy resection was expected [x-ray] on (B)(6) 2020: right calcifying scapulohumeral periarthritis and significant cervical spine stiffness with curvature reversal. The examination also revealed uncarthrosis (middle third and lower third), posterior interapophyseal osteoarthritis, and low cervical disc osteoarthritis with an impact on the caliber of the corresponding foramina (pronounced in c5-c6 and less in c6-c7 and c7-t1), as well as transverse apophysemic enlargement at c7 without a cervical rib. Batch no: c55829, production date: 2014-05-12, expiration date: 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jan-2025: medical record received. Medical history , concomitant conditions were added. Lab data updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] lower abdominal pain [lower abdominal pain] fatigue [fatigue] joint and muscle pain [arthromyalgia] muscle stiffness [muscle stiffness] tendon pain [tendon pain] cognitive disorder [cognitive disorder] memory disorder [memory disturbance] concentration disorder [concentration impairment] feeling of drunkenness [drunkenness feeling of] constant fog feeling [foggy feeling in head] feeling of being out of it [feeling abnormal] insomnia [insomnia] loss of sleep quality [poor quality sleep] skin problems (especially the eyes) [skin disorder] skin rash [skin rash] allergy [allergy]. Case narrative: the below report was received by health authority ansm (reference number: r2431275) on 08-nov-2024. The most recent information was received on 19-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. C55829) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), arthralgia ("joint and muscle pain"), musculoskeletal stiffness ("muscle stiffness"), tendon pain ("tendon pain"), cognitive disorder ("cognitive disorder"), memory impairment ("memory disorder"), disturbance in attention ("concentration disorder"), feeling drunk ("feeling of drunkenness"), brain fog ("constant fog feeling"), feeling abnormal ("feeling of being out of it"), insomnia ("insomnia"), poor quality sleep ("loss of sleep quality"), skin disorder ("skin problems (especially the eyes)"), rash ("skin rash") and hypersensitivity ("allergy"). Essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, arthralgia, musculoskeletal stiffness, tendon pain, cognitive disorder, memory impairment, disturbance in attention, feeling drunk, brain fog, feeling abnormal, insomnia, poor quality sleep, skin disorder, rash, hypersensitivity, pelvic pain or abdominal pain lower. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Batch no c55829 production date 2014-05-12 expiration date 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.